Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it states to not use the device in patients who have significant aortic tortuosity or disease, including abdominal aortic or thoracic aneurysm, as an access vessel injury may occur. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty tracking delivery system with valve through patient's anatomy was unable to be confirmed. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, "the delivery system was advanced under the tee guide, but due to tortuosity of the descending aorta, it could not advance from just above the aortic valve." Additionally, it was reported that the patient had a horizontal aorta. Per patient screening manual, aortic arch angulation and unfolded aortas may be more difficult to navigate the valve catheter and achieve proper valve positioning. In this case, the angulation created by the patient's tortuous anatomy likely contributed to the difficulty in tracking the delivery system through the aortic arch. As such, available information suggests that patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, there was difficulty tracking the delivery system with valve through the patient's anatomy due to tortuosity. After releasing all the flex tension in the system and carefully advancing the system, the system was able to advance through the anatomy. The valve was then successfully deployed. The delivery system was withdrawn without any issues and the patient was noted to be hemodynamically stable. There was no evidence of a dissection at the time. The patient was extubated and left the operation room. However, approximately 30 minutes post tavr procedure, the patient had a cardiac arrest. Additional testing was performed which revealed a retrograde dissection from the tortuous portion of the descending aorta to the aortic arch. Attempts were made to resuscitate the patient, but due to the amount of bleeding, it was difficult to maintain circulation. Subsequently, the patient passed away. Per the physician, considering the amount of blood loss, it was believed that there may have been a minor dissection and it is possible that factors such as awakening from the procedure and movement contributed to the dissection becoming worse.

Manufacturer narrative:
The investigation is ongoing. Device not returned.